Event description:
The burr did not engage when the surgeon pressed the trigger on the anspach. I reset the cutter and no power to the anspach. I reset the arm software and no power to the anspach. I changed the anspach and ran a burr status check with the trigger and the foot pedal and failed both. I did a hard shut down, re-homed the robot, did another burr status check. I fail both the trigger and foot pedal. I finally swapped out the end effector and ran another burr status check, homed the robot and passed the burr status check. We successfully completed the case. Case type: pka. Surgical delay: 20-30 minutes.

Manufacturer narrative:
Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event and is therefore considered concomitant. Per the event description: "as reported: "the burr did not engage when the surgeon pressed the trigger on the anspach. I reset the cutter and no power to the anspach. I reset the arm software and no power to the anspach. I changed the anspach and ran a burr status check with the trigger and the foot pedal and failed both. I did a hard shut down, re-homed the robot, did another burr status check. I fail both the trigger and foot pedal. I finally swapped out the end effector and ran another burr status check, homed the robot and passed the burr status check. We successfully completed the case."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The burr did not engage when the surgeon pressed the trigger on the anspach. I reset the cutter and no power to the anspach. I reset the arm software and no power to the anspach. I changed the anspach and ran a burr status check with the trigger and the foot pedal and failed both. I did a hard shut down, re-homed the robot, did another burr status check. I fail both the trigger and foot pedal. I finally swapped out the end effector and ran another burr status check, homed the robot and passed the burr status check. We successfully completed the case. Case type: pka. Surgical delay: 20-30 minutes.